Event description:
The blood glucose monitor was returned for evaluation, and during the investigation, it was found the display was defective. A line runs through the display, which could cause misinterpretation of the therapy information. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.